Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged pump error 63 alarm found on (B)(6) 2021. Device passed the self test and the displacement test. Successfully downloaded the trace and history files using thus. No pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 63 alarm (variable 3) on (B)(6) 2021 at 09:22 occurred due to broken pin 6 (sda) trace at u1 on the keypad assembly. Device was then programmed with test glucose meter. Programmed a remote 2-unit bolus, transmitted to the pump, and the pump delivered the bolus properly. No unexpected blood glucose meter to pump communication errors. Device was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 63 alarm is confirmed and due to broken pin 6 (sda) trace at u1 on the keypad assembly. No unexpected blood glucose meter to insulin pump communication errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer run self test on insulin pump and it had pump error alarm. The insulin pump will not be returned for analysis.